Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
Acute emergency vsd patient under general anaesthesia for a vsd closure. Due to urgency on the day no abbott employee was aware of the patient or case going ahead. Hospital has its own on site consignment of various devices. Implanters went to implant the device and on checking the expiry date found it to have expired 2 months ago. Implanters decided to implant the device even though expired as there were no other appropriate sizes in consignment. No other information was given by the trust.

Manufacturer narrative:
An event of implantation of an expired product was reported. As the device remains implanted, it was not returned for analysis. The 12mm vsd occluder, batch number 4906943, expired on 31 october 2019. This was prior to the reported date of implant, (B)(6) 2019. A review of abbott records indicated that the valve was shipped to the customer on (B)(6) 2015, prior to the date of expiration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including product sterilization prior to release and verification of the expiration date listed on the product label. The customer decided to implant the device, as it was the only appropriately sized device in consignment. Abbott is performing further investigation into the root cause of the reported event.

Event description:
Acute emergency vsd patient under general anaesthesia for a vsd closure. Due to urgency on the day no abbott employee was aware of the patient or case going ahead. Hospital has its own on site consignment of various devices. Implanters went to implant the device and on checking the expiry date found it to have expired 2 months ago. Implanters decided to implant the device even though expired as there were no other appropriate sizes in consignment. They have said this is an internal decision but I did inform filipa I had to report it as a per by law. Device implanted 9-vsd-musc-012 lot number 4906943. Product sticker does not show any expiry date to quote. No other information was given by the trust.